Event description:
It was reported that during the surgery in (B)(6) hospital, t1 was stripped off successfully, t2 was also completed implantation, but when removing the delivery needle from the meniscus, t2 failed to secure on the meniscus, then the surgeon cut the suture, removed t2 from the patient, kept t1 in the body. A s&n backup device was used to complete the surgery.

Manufacturer narrative:
Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. The depth limiter has been trimmed to the surgeons desired length. The suture and t2 were returned; t1 is missing and as reported was cut free from the construct. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not required at this time.